Manufacturer narrative:
The account replaced the f17 and f18 fuses on the power control module to correct the issue.

Event description:
The account alleged the bed has no functions working at all and there are no manual functions.